Event description:
Philips received a complaint by the customer on the v60 indicating that the patient disconnect alarm had occurred while in use. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the patient disconnect alarm had occurred. The ventilator was swapped out and removed from service. The remote service engineer (rse) advised the customer to run performance verification test (pvt) to address any issues found. The rse informed the customer that the issue could be flow or pressure related. The investigation is ongoing.

Manufacturer narrative:
It was reported that the patient disconnect alarm had occurred. The ventilator was swapped out and removed from service. The remote service engineer (rse) advised the customer to run performance verification test (pvt) to address any issues found. The rse informed the customer that the issue could be flow or pressure related. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer.